Event description:
Report for patient 1 of 3: patient was diagnosed with three third degree burns and one second degree burn after 4-pad interferential treatment. Complainant indicated a total of 3 patients received burns and did not differentiate each individual patient's burn severity or any medical intervention performed.

Manufacturer narrative:
Device and leads were returned for evaluation. The device was evaluated for the following attributes with no deficiencies found: output waveform at 1 k load. The unit was run using the stim monitor from 2006 at 5 pm to 4 days later @ 8 am (total of 87 hours) at a setting of approximately 20 ma and there was no excessive voltage, excessive current, or waveform interruption errors. The unit was run with the burn in box for 2 days and no errors were detected. The leakage current was then measured to ensure that the burn was not caused by excessive leakage current. The lead wires returned with the device had physical damage (bent pins and evidence of wear). The condition of the lead wires could have caused intermittent output. The mechanical damage to the lead wires affected their ability to continuously supply electrical stimulation. If the output was intermittent through the lead wires, then it is possible that the clinician went beyond what was tolerable to the patient in intensity and contact was made by some type of movement in the lead wire. Damaged leads were replaced and the unit was returned.

Event description:
Report for patient 2 of 3: patient was diagnosed with three third degree burns and one second degree burn after 4-pad interferential treatment. Complainant indicated a total of 3 patients received burns and did not differentiate each individual patient's burn severity or any medical intervention performed.

Event description:
Report for patient 3 of 3: patient was diagnosed with three third degree burns and one second degree burn after 4- pad interferential treatment. Complainant indicated a total of 3 patients received burns and did not differentiate each individual patient's burn severity or any medical intervention performed.